Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have damage to the front cover and enclosure, water tank cracked, microswitch bent, plastic housing broken off the quick connect, line cord faded, the circuit board with broken off leds, pole clamp discolored. The condition of the device confirmed the reported issue. The investigation attributed the root cause to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the condition of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
B3: date of event and d4:UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the tube on the back of the device is broken off. Patient involvement is unknown.